Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26033. Follow up information identified the patient underwent surgical intervention to reposition the leads. Postoperatively the patient was receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26033. It was reported the patient began experiencing stimulation in her arms. It was determined the leads have migrated from t7-t8 to below the cervical area and are anterior. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.